Event description:
It was reported that after the iab was inserted in the pt, the pump experienced autofill failure alarms. Blood was noted in the helium tubing. The iab was removed and during the process, the femoral artery was torn and vascular repair was required. Another iab was inserted in the opposite leg and there were no further complications.